Event description:
On (B)(6) 2013, the patient contacted animas and alleged that she bolused at 3:43am, 3.50 units, for a blood glucose (bg) of 291mg/dl. She went to sleep and woke up to her mom and paramedics around her. Mom reports the patient was shaking really fast and mom was not able to test bg, so she immediately gave glucagon and called 911. When the medics arrived the bg was 280mg/dl. The patient was taken to hospital and was not taken off the pump at the time of arrival to the ER. The patient states they have not been able to regulate her sugars so she took herself off of the pump. She was calling to rule out the pump for the low bg. The patient is on syringes and her current bg is 90mg/dl. Cs walked the patient though the pump settings for ic ratio, isf and bg target and iob. The patient states they are all correct but she is questioning if the pump settings need to be adjusted if the pump advised her to give more insulin than what she really needed. She understands that the pump recommendations are related to how the pump is programmed, and will follow-up with her health care provider (hcp) to discuss advanced bolus settings. Cs found no cancelled boluses and all boluses are accounted for, last bolus was from 3:43am for 3.50/ no inadvertent boluses delivered. Basal history: confirmed basal delivery was appropriate prime history: the patient has been priming properly. Changes supplies every 3 days or sooner. Two primes noted at 3:39am and the patient confirms she was disconnected for both of them. Total daily dose was accurate when comparing to basal and bolus history and settings. Patient states no changes in weight, diet, activity, or medication. The patient states she has issues with occasional dehydration and is stressed due to starting school tomorrow. The patient was also using a new area in her back/ advised her to consult with hcp in case absorption is related to low. Advised patient she could discuss bg issues further with hcp/educator and advise them pump appears to be functioning well and there is no pump malfunction related to low bg issue. Patient states she will call hcp to discuss. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemic incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: unable to duplicate reported complaint. The black box shows a ¿replace cartridge¿ alarm on (B)(6) 2013 00:07. Alarm was not confirmed until (B)(6) 2013 03:35. Pump history shows no alarms outside the range of normal patient use. The delivered basal and boluses add up appropriately to total the tdd. Pump successfully passed a 29hr flow accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Unrelated to the complaint, a faded pinkish contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.